Event description:
The (B)(6) has been working on a cluster of apparent tampon associated toxic shock cases. Four young women have been hospitalized at a single hospital since the beginning of the year. The girls reside in 3 different local health jurisdictions in the same general area of the state.